Event description:
It was reported the pt was receiving a low battery flag, and another error message flag. The sjm representative met with the pt and confirmed the low battery flag. The physician replaced the ipg, and the pt received stimulation postoperative.

Manufacturer narrative:
Results: the complaint was confirmed. As received, a broken terminal end electrode was observed in the bottom port. The broken lead would explain the no stimulation condition observed in the field. The ipg successfully communicated with a test standard pt programmer and displayed a low battery warning message. No 26fd error code was observed. It was also found that the ipg revealed degraded outputs. The degraded outputs were due to a fluid intrusion caused by the lead pull out. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.